Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Possible models could include 4193, 4194, 4195. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: different venous angioplasty manoeuvres for successful implantation of crt devices. Clin res cardiol 2009;98:159-164.

Event description:
A journal article was reviewed which contained information regarding implantable left ventricular (lv) pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead fractures and lead dislodgments. Additionally, one patient experienced pericardial effusion. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.